Event description:
1/6/99 - due to malfunctioning luer glass syringe, pt likely had 3 clean dural punctures with 17 g touhy needle. Epidural blood patch done prophylactically for post lumbar puncture headache. 1/8/99 blood patch repeated two timed due to return of orthostatic headache. 1/11/99 magnetic resonance imaging lumbar spine for headaches.